Event description:
It has been reported to philips that the wireless footswitch was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use. A field service engineer (fse) inspected the system onsite and confirmed that the wifi footswitch always looses connection. Per the information collected, the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. The wireless connection with the base station was re-established after software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome. Evaluation method code was corrected.